Event description:
It was reported to boston scientific corporation that a tandem xl was intended to be used in a procedure performed on (B)(6) 2023. During preparation outside the patient, when the device was removed from the packaging, a foreign object was found in the guidewire lumen of the device. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Note: a photo of the complaint device outside the patient was provided by the customer and showed a foreign material in the guidewire lumen.

Manufacturer narrative:
Block h6: imdrf device code a180104 captures the reportable event of presence of foreign material in the guidewire lumen. Block h10: the returned tandem xl was analyzed, and there was no foreign material found inside the guidewire lumen or any other side of the device, which was consistent with the findings when the device was observed under magnification; however, per media analysis on provided photo, it showed a foreign material as reported. No problems with the device were noted. The reported event of foreign material inside the guidewire lumen cannot be confirmed. Upon analysis, there was no foreign material found inside the guidewire lumen or any other side of the device. There might have been some environmental situations in the workspace when the procedure was being performed that could have caused the foreign object to get near the device once this was opened from its package; therefore, the most probable root cause of this complaint is cause not established.

Manufacturer narrative:
Block h6: imdrf device code a180104 captures the reportable event of presence of foreign material in the guidewire lumen.

Event description:
It was reported to boston scientific corporation that a tandem xl was intended to be used in a procedure performed on (B)(6) 2023. During preparation outside the patient, when the device was removed from the packaging, a foreign object was found in the guidewire lumen of the device. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Note: a photo of the complaint device outside the patient was provided by the customer and showed a foreign material in the guidewire lumen.